Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The hospital is going through construction and found that tower was plugged into boom outlet with multiple other pieces of equipment. Tower plugged was moved to outlet on own circuit. Nodes were downloaded and verified proper working order. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that the system displayed a non-recoverable fault upon being powered on. The logs indicated error 311, which pointed to a golden image fault. The customer reported event has no report of patient injury.